Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable pump won't run" alarm. The reservoir volume was 91.7ml, rate was 2.3ml/hr, and 13.30 was given. Bubbles were observed. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.